Event description:
A (B)(6) pharmacist contacted customer service on behalf of a customer. The pharmacist stated the customer's contour meter reading was compared to lab test. The contour read 14.1 mmol/l, while the lab test result was 4.9 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The pharmacist replaced the customer's meter. No product will be returned.